Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that the 2008t hemodialysis (hd) machine acid and bicarb pumps were making a grinding noise. Additionally, a burn mark was visible on the actuator test board cable. The issue was observed while the unit was prepared for use. Therefore, no patient was involved. The biomed replaced the distribution board which resolve the reported noise issue and the actuator test board cable due to the burn mark. No other components were observed to be burnt or charred, and no smoking was noted when the event occurred. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician who revealed that a burn mark was visible on the actuator test board cable. The biomed replaced the distribution board which resolved the reported noise issue and the actuator test board cable due to the burn mark. No other components were observed to be burnt or charred, and no smoking was noted when the event occurred. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.